Manufacturer narrative:
This patient was undergoing a balloon (hyperform 4x7) assisted coiling of an unruptured 8mm posterior communicating artery aneurysm with moderate vessel tortuosity. After advancing a deltamaxx 8mmx35cm coil all the way until the last 2-3cm via a prowler select lpes microcatheter (mc), with attempted manipulation the coil kinked and with coil advancement the mc would be pushed out. The decision was made to withdraw the coil; however as it was being withdrawn, the coil became knotted and was removed with the mc by both being pulled into the guidecatheter. In order to prevent any problems with the removal, the balloon was also pulled into the guidecatheter wedging the mc and coil inside to ensure all were removed at once. All devices were removed from the patient. Post procedure runs demonstrated all vessels were patent and aneurysm was still intact. It was reported that after removal from the patient, the coil was removed from the microcatheter and the balloon from the guidecatheter and at this time the coil stretched and broke. It was discarded. The coil device positioning unit and microcatheter were retrieved from the trash for return for analysis. It was determined at this point to send the patient for clipping of the aneurysm. It was indicated that there was no patient injury as a result of the event with no additional intervention required to prevent injury due to the event. The patient woke up fine post procedure. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00565, 1058196-2012-00219.

Manufacturer narrative:
Note: the microcatheter catalog and lot number is unknown. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00565. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Per received report: deltamax coil 8mmx35cm advanced through prowler select lp es 45 tip , balloon inflated over neck of aneurysm. The coil was advanced all the way until the last 2-3cm, the physician tried to manipulate and at some point coil was kinked, as the coil was advanced the microcatheter would be pushed out . The physician decided to remove coil, as coil was being withdrawn the coil became knotted and was removed with the microcatheter,both being pulled into the guidecath. For assurance not to have any problems removing microcath with coil the balloon was also pulled into guide as well and wedged microcath and coil inside guide to make sure all removed at once. All devices were removed and products were put on back table . Post procedure runs were done and pictures were viewed in control room. All vessels were patent and aneurysm was still intact . While we were reviewing images with physician the scrub tech removed coil from microcath and balloon from guide, which stretched and broke coil and discarded it. We were able to remove from trash but only what appears to be dpu. That and the microcath will be returned for analysis. The case was over at this point as the physician decided to send patient for clipping of aneurysm . The patient woke up fine post procedure. Additional information provided: other products used in procedure: hyperform 4x7 balloon, target lesion was pcom 8mm unruptured aneurysm with medium vessel tortuousity. No death, patient injury or additional interventions performed reported.